Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 550 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised they changed out their infusion set and the patient did not receive proper insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).